Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation; as the device was discarded at (B)(4) due to expire of stock period after visual inspection. A lot history review (lhr) of rezl1007 showed no other similar product complaint(s) from this lot number. Discarded at (B)(4) due to the expire of stock period after visual inspection.

Event description:
It was reported that when opening the package and taking out the guidewire from the package, the operator found that the distal end part of the guidewire was already bent.